Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experience ongoing, intermittent low blood glucose (bg 40 mg/dl). Food was consumed to address low bg. The customer's healthcare provider advised the customer to adjust the pump basal rate setting due to the low bg. Tandem technical support assisted the customer with adjusting the basal rate setting.